Manufacturer narrative:
The distal tip is gouged. Corrosion was found at the stopcock holes. The lot code is from 2016. This could indicate wear and tear of the product. IFU suggestion of the end of the product's lifespan " limits of reprocessing" is " largely determined by wear and chemicals used".

Event description:
During a procedure the doctor reported the edges of the instrument being jagged and cutting/eating the tissue. No further information was reported by the facility regarding the patient.